Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed the following message "sensor failure optical ones". The patient was not connected, the emergency message was displayed in time testing. There was none hurt reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields - h4 ( previous emdr follow- up the manufacturer date was given but it was unknown), h6 (type of investigation, investigation findings).

Manufacturer narrative:
Updated fields - e1(event site postal code (B)(6) ). A getinge field service engineer (fse) evaluated and found that unit showing no image due to damage to converter board and receiver board and required replacement. Fse replaced dc/ac converter board and image receiver board. After the repair, a technical inspection of the pump was performed. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a.